Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the subject device. The subject device was returned to olympus medical systems corp. For the evaluation. The evaluation could not confirm the reported phenomenon. In addition, the evaluation confirmed followings after disassembling of the subject device. There were signs of water immersion and rusts within the light-guide connector and the video connector. The subject device passed the leakage test, and there was no other abnormality in the subject device. The exact cause of the reported event could not be conclusively determined, but the reported event possibly occurred due to the water immersion. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp.(omsc) for the evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at present. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the endoscopic image of the subject device disappeared during a laparoscopic surgery. The facility replaced the subject device with a same but different olympus laparoscopic and completed the procedure. There was no report of patient injury.